Manufacturer narrative:
The qc recovery data provided was acceptable. The field service engineer (fse) found that the vacuum tubing was torn off of the rinse mechanism nozzle. The fse replaced the tubing, performed a mechanism check, and verified the rinse levels. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 2 patient samples on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The results were questioned by the medical personnel and the samples were repeated. For (B)(6), the initial gluc3 result was 29 mg/dl. The repeat result from another c501 analyzer was 123 mg/dl. For (B)(6), the initial gluc3 result was 129 mg/dl. The repeat result from another c501 analyzer was 531 mg/dl. The repeat results were deemed correct. The reagent lot number and expiration date were requested but not provided.